Event description:
The customer reports the ventilator emitted smoke while ventilating a patient. There was no patient injury. The ventilator was removed from the patient and sent to bio-med. Bio-med found a defective air module. The customer has been sent red "cc" stickers for the return of the defective air module to the memphis facility.